Manufacturer narrative:
The ge rep conducted an onsite investigation. The hand switch was replaced. The system was returned and is operating as intended.

Event description:
The customer reported that the 2800 system was not booting up. No pt injury was reported.